Manufacturer narrative:
No serious injury alleged. Malfunction is alleged. The consumer alleges the chair gets stuck while tilting. The chair allegedly sparked and smoked when last stuck. The chair is approximately 3 1/2 years old. Dealer stated that electronics have been serviced approximately 12 times but service information has not been provided. The consumer's age, weight, height, medical condition, medication regimen, and stability for using the device are unknown. The environmental use conditions for the chair are unknown. The setup and condition of the chair are unknown. An RMA number has been issued for the return of the device.

Event description:
The consumer alleges the chair has been repaired approximately 12 times since august 2008 with the same issue. The chair allegedly gets stuck while tilting. The last time the unit allegedly sparked and smoked. No injury is alleged.